Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis could not confirm the customer comment. Analysis did find that the upper/lower case, ring cover, lead flex, cover, battery drawer, and side bail covers were broken. The battery contacts were compressed. The ring was bent and the keyboard was scratched.

Event description:
It was reported the epg (external pulse generator) incurred an error code prior to use on a patient. The biomedical engineer could not duplicate the error code. It was further noted that the epg had not been returned for calibration for over three years.